Event description:
It was reported that during a tlif procedure, l4-5, the surgeon inserted the long suction instrument into the tubing and the tip broke. The surgeon retrieved the fragment, selected another and continued the procedure. Later in the procedure the surgeon was impacting the plif graft pusher and the handle split into two pieces. The fragments were retrieved and the procedure was completed with no further incidents. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. Instrument was received in 3 pieces. The product evaluation visual inspection revealed the dowel pin was bent on both ends. Material hardness for the handle or dowel pin component were not measured during this evaluation because no specifications exists for handle or dowel pin material hardness in DHR. All features related to this complaint that could be verified during this evaluation meet specifications. However, all features related to this complaint could not be verified during this evaluation due to damage. Therefore this complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the product development evaluation showed the handle has been in the field since june 2000. The plane of the bent pin indicates that the breakage of the phenolic part was most probably because of vertical force (mallet/hammer) along the length of the instrument. Excessive force/incorrect use/wear-and-tear could have been the cause of the breakage. Since the cause of the breakage of the phenolic handle is unclear, the complaint can be deemed indeterminate original awareness date is (B)(4) 2012. Additional information recieved on 6/22/12. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for complaint (B)(4).